Manufacturer narrative:
Report confirmed. Evaluation determined that the bearing was detached. The likely cause was identified as the bearing was corroded. The previous service router (B)(4) was reviewed and did not reflect any conditions related to the current, reported malfunction. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery the bearing balls fell out of the attachment. The bearing balls were noticed to have fallen off when the attachment was placed on the instrument table. The surgeon conducted a corresponding postoperative imaging examination and found nothing inside the patient's body. No patient impact reported. On follow up it was reported the postoperative imaging was not a part of their normal routine and was taken due to the event. It was confirmed that there was no impact to the patient due to this event and the patient did return for regular follow up with the surgeon post-surgery and was reported of good health.